Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance values due to a conductor fracture. The lead remains in service, settings will be changed to vvi on the next follow-up. No adverse patient effects were reported.